Event description:
Retromammary placement of saline content heyer schulte small silicone devices in mid-1981. Extreme tenderness and pain developed on the left within a month after surgery. Incisional scar removed from left, early-1986. Onset of raynaud disease mid-1987. Consult with dermatologist, mid-1990. Diagnosed and treated for breast cancer, august 1992, left side, by lumpectomy followed by chemotherapy and x-ray. Virulent, chronic yeast infections post chemo. By 1993 the raynaud involved all ten digits. Physical exam 1996 revealed a fluctuant pocket just outside firm capsular tissue, likely the lumpectomy site. The edges of both devices were palpable. Both axillae were negative for lymph nodes. Pt sought explantation in their home city but was turned down by insurance company. Arranged for removal elsewhere with modest improvement afterwards.